Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the pump stopped working during aspiration. During a fistula declot procedure in the arm, a avx thrombectomy set was primed. After using it for just a few seconds, it started shutting off. The physician shutdown the angiojet console and tried to prime the catheter a couple of times but it still didn't work. The physician removed the catheter and completed the procedure with another of the same. Patient is fine with no complications.